Event description:
During a scheduled coiling of an aneurysm, part of one of the coil used broke off in the artery. The attempted removal was unsuccessful and the patient was taken to surgery. Endovascular embolization coil hydrofill hydrocoil embolic system. Helical 10mm by 30cm manufactured by microvention. Lot# 1709131w1, ref: (B)(4).